Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic after receiving a vibratory alert, high, out of range pacing lead impedance and loss of capture were observed. Lead fracture was suspected. The lead was capped and replaced. The patient was stable post-procedure.